Event description:
It was reported a possible pocket fill occurred on (B)(6) 2015 at a refill. The patient was reporting symptoms of withdrawal (B)(6) 2015 after the refill on wednesday so they are suspecting a possible pocket fill. The patient was headed into the office so they can do an ultrasound of the pocket and to check the reservoir to pull out the medicine and compare what is expected based on the programmer. The reporter was present at refill and the pump was sitting almost perpendicular or straight out in the pocket. The patient had gained weight and this had caused the change in angle. They did use fluoro to try to assist with refill procedure, but that was not very helpful. The pump was nearly empty (1 ml was expected in the pump) when they went to aspirate. The angle of placing the needle was very difficult and the healthcare provider believed he was in the reservoir when he injected the medicine. On (B)(6) 2015 it was further reported that the patient went back to the office and saw the healthcare provider. The patient was reporting instances of night sweats and flu-like symptoms. The word the reporter received was that the patient was ¿fine¿ now but the reporter was unable to find out if the hcp did another refill or gave her medication. The pump was used to deliver morphine. Intervention not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
A roller study was done and it appeared that the pump was functioning okay at first, but then when the drug was withdrawn there was supposed to be 16 ml, but the pump had less than 1 ml. Because of this the pump appeared it wasn¿t functioning properly, so the physician decided while in the or (operating room) to replace the pump.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received reported that withdrawn drug from the pump during a pocket revision there was supposed to be 16 cc remaining in the pump. There was actually less than 1 cc remaining, the pump was empty and was supposed to have 16cc. The healthcare provider decided to open a new pump because of the discrepancy. The patient mentioned a recent event that sounded like a pocket fill. This could have been the reason for the discrepancy. A new pump was implanted and the issue was resolved. The pump was used to deliver hydromorphone. The patient status at the time of the report was indicated as alive, no injury.